Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty and subsequently underwent a manipulation procedure due to pain, swelling, and limited range of motion. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event identified. It was reported that the patient is allergic to nickel however it is unknown if an allergic reaction to the implanted product resulted in the pain, swelling, and limited range of motion. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.